Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated the syringe needles were dull and hard to press into the vial of insulin. The package was not open or damaged when received by the customer. Customer has been using the product for a couple of weeks. The customer feels well and did not report any symptoms. Customer did not claim to be injured using the syringes and no medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet received the replacement products; customer was to follow-up once received. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer¿s initial concern was resolved- customer stated she hasn't received the replacements she only got the return label. Sent replacement again.